Manufacturer narrative:
Product analysis: as found condition: the solitaire fr stent device was returned for analysis within a shipping box, a sealable plastic pouch, and an opened solitaire fr outer carton. Visual inspection/damage location details: the solitaire fr pusher was found broken at ~ 143.9cm from the proximal end. No damages were found with the solitaire fr pusher marker coil. The stent was found to be still attached to the pusher. The stent's non-working teardrop struts were found to be damaged. The middle working and working length struts were to be in good condition. No other anomalies were observed. Testing analysis: the solitaire fr stent device could not be used for resistance testing with an in-house catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery/retrieval¿ and ¿kink/damaged¿ were confirmed. The solitaire fr stent was returned damaged. In addition, the solitaire fr pusher was returned broken. The solitaire fr stent can become damaged if advanced against resistance. Possible causes of ¿resistance during delivery/retrieval¿ and ¿kink/damaged¿ are burrs, bumps, kinks, or other damage on stent or pusher, damaged catheter, and incompatible catheter. The model and lot numbers for the rebar microcatheter used for the event was not returned. Therefore, the condition of the rebar microcatheter could not be assessed. Since the rebar microcatheter was not returned, an analysis could not be performed. ¿incompatible catheter¿ and ¿damaged catheter¿ could not be ruled out as potential causes. The root cause for the reported resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was difficult during insertion of the solitaire x into 17 catheter, so it was collected. Additional information was received that the patient didn't experience any adverse event or injury in association with this event. The lesion was located in the right middle cerebral artery. Vessel tortuosity was normal. The device was prepared as indicated in the IFU. The procedure was completed using 3-20 to obtain reopening. There was kink/damage on the pushwire of the solitaire in the distal section. The tip of the solitaire sheath was secured into the hub of the microcatheter.